Event description:
User received erroneous sodium results for thirteen patient samples. Four examples were provided. Sample 1 initial result 134 mmol/l, repeat 141 mmol/l. Sample 2 initial result 131 mmol/l, repeat 138 mmol/l. Sample 3 initial result 134 mmol/l, repeat 140 mmol/l. Sample 4 initial result 132 mmol/l, repeat 140 mmol/l. No erroneous results were reported out. A field correction for this issue has been initiated. It was identified the customer was not following the recommended actions sited in the field correction.